Event description:
A user facility reported that the stellaris system was intermittently shutting itself down in the middle of a case. There was no patient impact/injury.

Manufacturer narrative:
The product has been received but has not yet been evaluated. The device history record review is complete with no anomalies noted. The investigation is ongoing.

Manufacturer narrative:
During a 2 hour evaluation, the system did not intermittently turn on and off while performing functions with the module, including phaco power and mode adjustments. All specifications checked were in spec and no malfunction of features were observed. The device functioned as intended. The root cause is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.